Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the programmer power shuts down. The hard drive health was 99%. The lower hinge plate was cracked. The upper display hinges were broken. The lower display hinge was worn. The keyboard was cracked at the left corner. The printer drawer was broken. The lower case feet were worn. The power cord bay was broken. The keyboard rail cover were cracked. The keyboard hinges were broken. The system fan was noisy. The media bay door was broken. The stylus was the older style; however, it was functional. The hard drive was upgraded from 10 gigabyte (gb) to 20 gb. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an abrupt loss of power. It was noted that the top cover of the programmer was broken. The programmer has been returned to service. There was no patient involvement.